Event description:
It was reported during a laparoscopic cholecystectomy the clips were twisting. A second clip applier was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Based on the info rec'd and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed the remaining clips as designed. There were no anomalies noted with the clips twisting or with the formation of the clips.